Event description:
It was reported that patient was having difficulty charging and the ipg has been dead for a little while. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that patient was having difficulty charging and the ipg has been dead for a little while. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 sn: (B)(6). The returned ipg was analyzed and was undetectable nor charged. The device was cut open, and the battery measured 1.21 volts. An internal electrical test revealed u2 asic (application-specific integrated circuit) damage with an excessive quiescent current leak (7.33 ma). It was unable to retrieve the device data using an external power source. With all the available information, boston scientific concludes that the complaint was confirmed.